Manufacturer narrative:
This bipap a30 ventilator) was manufactured 03-apr-2021, which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The bipap a30 ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device will be included in fsca 2021-05-a additional findings not related to the malfunction/issue: on device evaluation, device error code for software detected that rtc registers reset or got corrupted for which the device printed circuit board assembly would require replacement. This error issue is a log-only error code and does not represent a critical error.